Event description:
The time of event is unknown. There was no report of patient harm. Lcb distal cover glass missing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the lcb distal cover glass missing. Based on the result, we concluded that it was caused due to the physical damage applied on the lcb distal cover glass. As a result of confirming the detail as gfe, we have received the following information. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.